Event description:
It was reported that patient underwent total knee arthroplasty in 1999. Subsequently, patient was revised in 2009, due to painful knee. During revision, tibial bearing fracture was noted. The tibial bearing was removed and replaced.

Event description:
It was reported that patient underwent total knee arthroplasty in 1999. Subsequently, patient was revised in 2009, due to painful knee. During revision, tibial bearing fracture was noted. The tibial bearing was removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found evidence of significant delamination, and cracking on the condylar surfaces and the constraining post. The damage is likely the result of high stress and oxidative degradation. The constraining post showed evidence of wear on the medial and lateral sides and was deformed such that the top of the post was pushed medially. The delamination of the lateral condyle was posterior to the center line and the fracture on the medial side occurred on the anterior of the insert. This suggests that the tibial base plate was rotated medially with respect to the femoral component. This rotation moved the location of the highest stress towards the anterior portion of the bearing and, combined with oxidation, may have contributed to the fracture of the component. The machine lines from a small region on the anterior surface of the constraining post were removed. This is likely due to hyper extension where the anterior face of the femoral cutout contacts the post. The backside of the bearing showed evidence of burnishing and deformation around the screw holes of the tibial base plate.this report filed september 18, 2009.

Manufacturer narrative:
This report is being filed to include the user facility report that was sent subsequent to the initial medwatch that was filed under this MDR report number on september 18, 2009.this report filed september 30, 2009.